Manufacturer narrative:
In some countries outside the us, customer information is not provided due to privacy laws. The model# was not provided.

Event description:
(B)(6) advocate stated he measured his mother's blood glucose on the contour xt and the reading was 248mg/dl. The customer fell into a coma. The emergency doctor was called and in the meantime the customer was retested with the same meter. The reading was 120mg/dl. When the emergency doctor arrived and tested the customer the reading was very low, indicating hypoglycemia. Specific reading was not provided. The customer was admitted to the hospital in critical condition. Further information was not provided. The advocate was advised to return the strips for evaluation. Strip information was not provided. New meter and strips were sent to the customer.